Event description:
It was reported patient underwent total knee arthroplasty utilizing a drill pin on (B)(6) 2011. During the procedure, the tip of the drill pin fractured while attempting removal. The piece remains in the patient.

Manufacturer narrative:
Initial medwatch stated that device history records had been reviewed and found to have no anomalies or deviations. However; product lot number was not available to make reviewing device history records possible.lot number is still unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility was notified of the event on january 5, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 1 MDR filed for this event (reference 1825034-2012-00034). (B)(4).